Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with a cerebral peritoneal shunt on (B)(6) 2018 due to sudden hydrocephalus after a trauma. During the operation, there were normal connections between the ventricle and the abdominal end catheter, but after pressing the valve reservoir, a small amount of cerebrospinal fluid exudate at the end of the valve. The valve was replaced immediately. The patient's status at the time of the report was alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, pre-implantation, and leak testing. There was proteinaceous debris noted within the interior and exterior of the valve. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.